Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of renal failure is listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that 2.5 x 28 mm xience alpine stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was re-admitted with other cardiovascular symptoms and renal failure. Although the treatment performed is unspecified, the fact that rehospitalization occurred indicates that some form of treatment was performed. The final patient outcome is unknown. No additional information was provided.